Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebt0079 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the child patient was placed with the seldinger on (B)(6) 2019 and the puncture was smooth. The catheter sheath was found unable to penetrate the blood vessel after the penetration. After the withdrawal, the penetration was re-performed but the blood vessel still could not be inserted. The catheter sheath was removed and furcation was found at the distance. Furcation also existed at the front end. After the replacement with a new seldinger, the puncture was smooth.

Event description:
It was reported that the child patient was placed with the seldinger on (B)(6) 2019 and the puncture was smooth. The catheter sheath was found unable to penetrate the blood vessel after the penetration. After the withdrawal, the penetration was re-performed but the blood vessel still could not be inserted. The catheter sheath was removed and furcation was found at the distance. Furcation also existed at the front end. After the replacement with a new seldinger, the puncture was smooth.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficult introducer insertion was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 3.5fr microintroducer dilator/sheath. The sample was received assembled. Usage residues were observed throughout the sample. The sheath exhibited curved shape memory. The dilator and sheath tips exhibited damage. Microscopic inspection of the sample confirmed sheath tip damage. Several longitudinally aligned splits were observed. Material buckling was observed near the distal end of the sheath. The tip of the dilator exhibited deformation. One region was pressed inward. Material buckling was observed at the dilator tip. The sheath and dilator damage was consistent with attempted insertion through a too-small incision and/or insertion without a rotational motion. The product IFU provides instructions pertaining to creating an incision when needed and inserting with a rotational motion. A lot history review (lhr) of rebt0079 showed no other similar product complaint(s) from this lot number.